Event description:
It was reported to vyaire medical that the bellavista 1000 us ventilator switched modes while in stand-by mode from volume- ac mode - invasive intubated to CPAP mode- non-invasive mask. The customer stated that the patient was removed from the ventilator and switched to a transport ventilator for cat scan when the reported issue occurred. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Vyaire went onsite for a follow up training. Furthermore; no root cause could be determined yet as the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical. Vyaire cancelled the work order due to quote expired and no part order received from the customer. The unit functioned as designed. No unit failure was detected.